Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The facility has the bed in use and is not available for inspection. The inspection will be completed when the facility makes the bed available.